Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the he whole is not in the middle of the article and is too big. No photo provided.

Manufacturer narrative:
There are photographs associated with this case received from customer. There was no returned sample to perform physical testing; however a root cause investigation has been raised to investigate this issue. A batch record review was performed on october 02, 2018, for lot number: 8a05794, material: 1713148, icc code 412002. The product manufacturing line was performed on bodolay pratt. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instructions. The process requirements results were documented in the manufacturing records. No non-conformances, deviations or discrepancies during revision of the lot 8a05794 was detected regarding the issue reported. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. Based on the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: material: embedded spots - allowable for chemical manufacturing & control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. Machine: high temperature at mixer 06 may cause mass burned. Corrective / preventive actions will be taken for each factor identified and will be covered through corrective action / preventive actions form. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.